Manufacturer narrative:
Device passed self test and displacement test. No pump error 54 alarms noted during testing however, the formatted history file confirmed pump error 54 alarm, pump error 53 found in the insulin pump history and pump error 3 found in insulin pump history files, problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer has already reverted to back plan. The insulin pump will be returned for analysis.